Manufacturer narrative:
(B)(4).

Event description:
Related manufacturer reference: 2938836-2017-10993. A report of a patient death was received with no information of the cause of death. Abbott technical support reviewed the last device transmission and ventricular fibrillation storm was noted and device activity consistent with end stage heart failure. Further information has been requested.